Event description:
Microdebrider worked sporadically at beginning of case and then totally stopped working. Replaced the microdebrider with a loaner microdebrider which worked properly for remainder of case.